Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the ablation procedure, the patient return electrode was removed by the nursing team and no injury was noticed. After about one hour, the nursing team reported a second degree burn at the patient return electrode. There was a temporary injury but the patient died for other reasons. The cause of death was not related to the ablation procedure.